Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advance for pre-dilation. However, during inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with another 6x40mm mustang balloon catheter. No patient complications nor injuries were reported.